Event description:
Consumer called to report testing with and getting a 300. Her son tested again during the night when she claimed she was feeling low. She passed out and hit the floor and was taken to the hospital where she tested at a 19 and was given dextrose.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.